Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿up¿ arrow button was responding intermittently and required hard pressing in order for it to respond. Patient denied that there was damage or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.